Manufacturer narrative:
The events occurred on unreported dates in 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced four episodes of peritonitis. The cause of the first three episodes of peritonitis was reported as due to staphylococcus. The cause of the last episode of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. The patient was treated with vancomycin (intraperitoneal) and sulperazon (intraperitoneal) for peritonitis. At the time of this report, the patient outcomes were unknown. Pd therapy was ongoing. The reporter declined to provide follow-up.